Manufacturer narrative:
Per tandem's t:slim x2 pump user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge tubing separated from the cartridge. Reportedly, the customer was active while sleeping and believed the tubing was pulled. Blood glucose (bg) was 134 mg/dl for this event. Additionally, the customer reported a bg of 59 mg/dl in the morning. Reportedly, the customer over corrected. Multiple attempts were made by tandem¿s technical support to verify if over correction was performed via pump bolus; however, it could not be confirmed as customer did not respond. Bg was 224 at the time of report.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged separated cartridge tubing was verified due to excessive axial loading. However, the pump was not returned for evaluation for the reported customer over correction.